Event description:
It was reported that during a hip procedure using a sidewinder blade icw wand, the wand gave an error message upon connection to the quantum 2 controller. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.